Event description:
In 2007, the patient underwent a reintervention and was implanted with an additional gore tag thoracic endoprosthesis to treat a progressive enlarging suprarenal aorta. The patient's right renal artery was also grafted at this time. The procedure proceeded uneventfully and the patient tolerated the procedure. Post operatively, the patient required prolonged mechanical ventilation, due to respiratory failure, pneumonia, development of coagulopathy and heparin-induced thrombocytopenia. His central nervous system and other sites and sources were evaluated for sepsis. The patient failed to progress and in 2008, life support was discontinued and he expired. The death certificate and final summary determined the causes of death to be; respiratory failure, chronic obstructive pulmonary disease and tobacco use.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.